Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired a couple of times when a loud noise was heard that sounded as if device was breaking. A scissored clip was delivered. A second device was also being returned but no information available as to what occurred with second device. Both were used on same procedure. No additional information available at this time. It is unknown how case was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4).